Event description:
On june 19,1992 the datascope intra aortic balloon catheter was inserted. On june 20, the intra aortic balloon pump catheter ruptured. The patient had been admitted on june 17, 1992 for a coronary artery bypass x2 and a mitral valve replacement. A cardiovascular surgeon emergently removed the catheter without problem. The cardiologist and surgeon evaluated the patient and opted not to reinsert the catheter. The patient expired on june 30, 1992device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.